Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient felt a tingling sensation and then lost therapeutic benefit after having bumped their had against the door frame of a camper. The patient is scheduled for troubleshooting at the clinic on (B)(6) 2017. No actions/interventions were taken at this time. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the tingling sensation remained unknown. It was noted that the tingling sensation has been resolved. No further complications were anticipated as a result of this event.